Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had intermittent failure of the foot actuating device. The issue was found during an unspecified procedure, and the intended procedure was completed using the same device. There were no reports of patient harm.

Event description:
No new additional information receives form customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure was not confirmed a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.